Event description:
Consumer states that she was brushing and she felt something unusual and uncomfortable. She spit and loose bristles came out so she inspected brush head and saw bristles missing. The bristles came out in her mouth.

Manufacturer narrative:
The root cause of the customer's complaint is loose bristles. This record was originally submitted to the FDA on 02/28/2018. Per the FDA request for resubmission on 04/15/2020, the record was prepared for resubmission based on our records of the original submission with the corrected MFR number the following fields were revised to align with the date of resubmission and current esubmitter version. 'Date of this report': updated to 05/01/2020. 'Contact office': updated to (B)(4). No other fields were revised - all other fields are copied from the original report.